Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to be out of specification in relation to the reported false upstream occlusion alarm. Upstream occlusion alarms were verified through a review of the event history log and found to be caused by a failed ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion alarm. There was no patient involvement. No additional information is available.